Event description:
Procedure type: low anterior resection with end to end anastomosis. According to the reporter: customer reported malfunction of the eea31 in performing end to end anastomosis. There were no staples in the eea31. The customer also reported that bowel was cut from the circular knife, donuts were formed, but there was no staple line formation because staples were missing in the stapler. Customer inspected the staple line and the instrument and couldn't find staples. The customer finished procedure by closing open ends of the bowel with sutures and they used another eea31 for end to end anastomosis.

Manufacturer narrative:
(B)(4).